Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the wash separation manifold, wash block, wash tubing kit, and aspirate probes and guides. The cse corrected leaking fittings and tubings, the reagent 3 probe was aligned and the cleaning procedure was performed. The system was primed and qc was run and passed. The cause of the discordant, falsely elevated cardiac troponin-I (tni-ultra) result is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin-I (tni-ultra) result was obtained on an advia centaur xp instrument. The discordant result was reported to the physician(s). The patient was sent to the cardiac catheterization laboratory for treatment. The physician(s) began the procedure and determined the procedure was not necessary. The sample was repeated resulting lower. The repeat result was reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely elevated tni-ultra result.